Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a balloon rupture, st-segment elevation and vessel closure occurred. The target lesion was in the right coronary artery (rca). A 4.0x8mm taxus liberte drug eluting stent had been advanced to treat the target lesion. The physician inflated the stent delivery balloon to 10 atmospheres and a balloon burst occurred. The stent remained on the balloon. At an unspecified time during the procedure, the patient experienced st-elevation and vessel closure due to spasm and was reopened with nitrates. The procedure was completed with the implant of an unspecified number of non-bsc bare metal stents. There were no additional patient complications reported. The patient's current condition is unknown.

Manufacturer narrative:
Device analysis: returned product analysis was unable to confirm the reported complaint. No issues were found with the unit returned by the customer which could contribute to the complaint incident. Microscopic examination noted no signs of a balloon burst, or any damage to the balloon. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Initial examination of the returned unit found slight kinking at various locations along the hypotube. This type of damage is consistent with excessive force being applied to the device upon meeting some form of restriction. A review of the top assembly shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint could not be identified.